Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond verification, measurement: 0.102 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). This was a rite test failure, and no patient was involved.

Manufacturer narrative:
(B)(4). Performed continuity test between power entry module (pem) ground and door post and resistance went from 0.145 to 0.003 ohms when the door frame ground screw was completely tightened. Assignable cause for the unrelated rite failure of ground bond failure: loose door frame ground screw. Door frame ground wire was scrapped, and the device was sent to servicing.